Manufacturer narrative:
Internal complaint reference: (B)(4). Shaub, a. R., brown, p. J., kobayashi, t. T., lewin-smith, m. R., lupton, g. P., & hivnor, c. M. (2014). Dystrophic calcification and accentuated localized argyria after fractionated carbon dioxide laser therapy of hypertrophic scars. Jama dermatology, 150(3), 312-316. Doi: 10.1001/jamadermatol.2013.8044.

Event description:
On the literature article named "dystrophic calcification and accentuated localized argyria after fractionated carbon dioxide laser therapy of hypertrophic scars", the authors of the study reported that, after using an acticoat silver dressing to treat an episode of toxic dermal necrolysis with nearly 100% body surface area involvement, the patient experienced the formation of granular silver deposits intermixed throughout the dermal scar and surrounding basement membranes consistent with localized argyria. Patient was noted to have diffuse, faint, blue-gray discoloration, and serum silver and urinary organic acid levels were normal. 4 years later, patient underwent a fractioned, ultrapulsed co2 laser treatment of hyperthrophic scars, which led to an hyperpigmentation of the skin. Assessment of several biopses revealed zones of superficial calcifications containing silver, suggestive of dystrophic calcification, and surrounded by pseudo-ochronotic fibers which were not observed in the patients pre co2 laser treatment biopsy specimens. The final outcome of the patient, as well as additional measures taken to adress this adverse event, are unknown at this time.

Manufacturer narrative:
H3, h6: as no lot number was provided it was not possible to carry out a device history review a documentation review has been conducted, confirming previous complaints of this nature. The instructions for use and risk files, mitigate the reported issue with no updates required. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that the patient experienced granular deposits. A clinical assessment determined that no conclusions can be made from the publication as its limited to the information provided and further investigation is not possible. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and skin preparation prior to use. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.